Event description:
Reporter indicated that treating epileptologist has been unable to communicate with the pt's device since previous office visit approx two months earlier. Epileptologist reports that he has not experienced difficulty communicating with other vns pt's devices during this time. The pt has experienced a recent increase in seizure activity in the last few weeks, but not above pre-vns bassline frequency. Based on known device settings, remaining generator battery life was estimated at approx 5 years before the elective replacement indicator should be triggered to yes. The pt underwent generator replacement surgery due to suspected end of svc, presumably premature. It was reported that the explanted device would not be returned to manufacturer for analysis. Investigation to date has been unable to determine whether the pulse generator battery reached premature end of life.